Event description:
Crrt machine/device malfunction: it was alarming blood leak, unable to return patient blood from circuit. Patient needed additional labs and possible additional blood products from lost blood. Manufacturer response for crrt filter, nxstage (per site reporter). We had two of these events so have not contacted the manufacturer. Awaiting response.